Event description:
It was reported that the ps3 power supply on the 8800 system failed during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps3 power supply was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. See scanned page.